Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer assisted the customer in obtaining the ip address and mac address of the station for their information technology department. Then, the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.